Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that testing was made 2 times using a cuff manometer and air leak was noticed. These last tests were performed before intubation. The incident was reported to fagg. The device was operated by a health professional. The device is available for investigation. There was no patient involvement.